Manufacturer narrative:
Kim m, jung ny, chang jw. Image analysis of the intracranial lead bending phenomenon during deep brain stimulation. Plos one. 2020;1 5(8):e0237537. 10.1371/journal.pone.0237537 . This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Related regulatory reports: 258201294, 258201302, and 258201349. If information is provided in the future, a supplemental report will be issued.

Event description:
Kim m, jung ny, chang jw. Image analysis of the intracranial lead bending phenomenon during deep brain stimulation. Plos one. 2020;1 5(8):e0237537. 10.1371/journal.pone.0237537 summary: an accurate and precise surgical procedure is crucial for patient safety and treatment efficacy of deep brain stimulation (dbs). To investigate the characteristics of intracranial lead bending phenomenon after dbs, and to suggest the methods to avoid bending-related complications. Identified events: 1. Nine patients experienced a bent lead. The patients were implanted for other treatments.